Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer passed away. Cause of death was not available. Autopsy has not yet been concluded. Per customer's healthcare provider, there was no suspected issue with pump or supplies. However, cause of death is still unknown.